Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went through having a bad water infection had to use 3 foley catheters first two splits, they were really poor, there was no offer of compensation, they got every detail from them. They only mentioned 1 that had split at the joint causing the nurses to have to insert 2 others, the second one split again, but said they could not find a fault. Per additional information received on 22april2025, stated that it was a couple of catheters that patient used, patient was being changed by the district nurse patient was blocked hence it was changed but the 1st catheter had split, the second was damaged by this time by patient which would not be the district nurses fault, the third one went in but the patient was in so much stress and discomfort, it was found out to be a bad water infection, trauma etc. They had sent back to survey with what they regard as the product not being right, hence for what the patient had been put through maybe they could offer some compensation. Per additional information received on 26april2025, these were the emails they had received. They remember sending 2boxes paid by them to belgium, they believed, but had not got time to go through everything as patient had just been diagnosed with dementia, so their time was being spent with them, but as stated several time patients suffered the pain of two catheters going wrong. Finally, they fit the third, but patient had a very bad water infection 2 lots of antibiotics, the soreness of the fitting of the catheters only to see 2 fails. The stress, tears, embarrassment of the nurses trying to do their job. So, as they said that they had not once asked how patient was so as far as they were concerned there should be some compensation for the procedure patient went through. Per additional information received on 29april2025, when this first started they thought it was around (B)(6) 2024 when the patient was visited by the district nurses to change their catheter it took 3 tries, then patient was put on 2 courses of antibiotics called privmillicium 200mg, also with the trauma of the fitting of the their patient had a lot of blood being passed for a couple of days. They did send the catheters back to them they think it was to belgium. They did not know if they can provide anything else, also they had patient to deal with who had just been diagnosed as having dementia so again their lives had been turned upside down.

Event description:
It was reported that the patient went through having a bad water infection had to use 3 foley catheters first two splits, they were really poor, there was no offer of compensation, they got every detail from them. They only mentioned 1 that had split at the joint causing the nurses to have to insert 2 others, the second one split again, but said they could not find a fault. Per additional information received on 22april2025, stated that it was a couple of catheters that patient used, patient was being changed by the district nurse patient was blocked hence it was changed but the 1st catheter had split, the second was damaged by this time by patient which would not be the district nurses fault, the third one went in but the patient was in so much stress and discomfort, it was found out to be a bad water infection, trauma etc. They had sent back to survey with what they regard as the product not being right, hence for what the patient had been put through maybe they could offer some compensation. Per additional information received on 26april2025, these were the emails they had received. They remember sending 2boxes paid by them to belgium, they believed, but had not got time to go through everything as patient had just been diagnosed with dementia, so their time was being spent with them, but as stated several time patients suffered the pain of two catheters going wrong. Finally, they fit the third, but patient had a very bad water infection 2 lots of antibiotics, the soreness of the fitting of the catheters only to see 2 fails. The stress, tears, embarrassment of the nurses trying to do their job. So, as they said that they had not once asked how patient was so as far as they were concerned there should be some compensation for the procedure patient went through. Per additional information received on 29april2025, when this first started they thought it was around (B)(6) 2024 when the patient was visited by the district nurses to change their catheter it took 3 tries, then patient was put on 2corses of antibiotics called privmillicium 200mg, also with the trauma of the fitting of the their patient had a lot of blood being passed for a couple of days. They did send the catheters back to them they think it was to belgium. They did not know if they can provide anything else, also they had patient to deal with who had just been diagnosed as having dementia so again their lives had been turned upside down.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.